Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer, patient. Product ID: 3587a, lot# l40574, implanted: (B)(6) 1996, product type: lead. (B)(4).

Event description:
The patient had stomach surgery on (B)(6) 2014 and during the surgery an epidural was performed (someone from the surgical center received guidelines from the device manufacturer). The patient turned off her device for the surgery and turned it on when she returned home because she did not want to rely on pain medications. When the patient turned it on the stimulation it seemed to be sending hard jerks which has gotten somewhat better over time. There has been a lot of pressure on the patient¿s lower back since the surgery because she cannot lie down. It was noted that the patient relocated and has not found a new doctor yet because she has not had any problems with the device.